Event description:
Home pt (hp) reports receiving a 2240 alarm while using the homechoice machine. It was revealed that there was a loose connection between the pt line of the homechoice set and the transfer set. Hp discontinued treatment and finished with new supplies. Rn reports that hp had not contacted them about the incident. Rn reports that there was no pt injury or medical intervention as a result of the incident. The hp has been informed of proper technique and procedure by rn.